Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 196 and 173 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 209 mg/dl using truemetrix meter and 239 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating the meter is reading high in comparison to his normal range.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 196 and 173 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on(B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 209 mg/dl using truemetrix meter and 239 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating the meter is reading high in comparison to his normal range.